Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -05.50 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2019. The lens tore/broke during injection into the eye. The lens was removed and exchanged for same type of lens on (B)(6) 2019. This resolved the issue. Cause of the event is reported as unknown. Reportedly, "patient is happy."